Event description:
It was reported to boston scientific in 2008, that a maxforce balloon dilatation catheter was used during a endoscopic esphageal dilatation procedure. According to complainant, "during the procedure, the balloon burst open inside the patient." Reportedly, the procedure was completed with a second maxforce balloon dilatation catheter. After the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The 2008 15 month maxforce balloons tts product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. A search of the complaint database revealed that no additional complaints have been reported for the lot.